Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This batch was manufactured from november 8, 2012 - november 9, 2012. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that liquid was observed outside of the housing of an lv10 infusor. It is unknown at what step of the process this occurred. There was no patient involvement. No additional information is available.